Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. The device specification for flow rate accuracy is +/-5.0%. Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Flow rate failures +5% to + 15% would not lead to the harm of a patient. The severity of this failure is 1 - inconvenience or temporary discomfort. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Reference to complaint#: (B)(4).

Event description:
On (B)(6) 2024, during servicing activities of zyno medical devices which includes preventive maintenance, there is an flowrate issue observed where flow rate offset% at pre-rework is (B)(4) and flowrate offset% at post-rework is (B)(4). This issue is determined to be a flowrate unknown issue. No patient involved as this is observed during calibration/ preventive maintenance.

Manufacturer narrative:
On (B)(6) 2024 flowrate issue was observed during preventive maintenance/calibration within zyno medical, llc. Cause of the failure cannot be established in this case. There is also a preventive maintenance activity done in 2023. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event. As this is observed during preventive maintenance, all the issues within the pump were resolved.